Manufacturer narrative:
RMA (B)(4) has been generated for the return of the concentrator.

Event description:
The consumer plugged in the solo2 and allegedly smelled a burnt plastic type smell. The consumer continued to periodically test the unit and the smell allegedly increased and when he touched the ac adapter cord, it was extremely hot to the touch. No injury is alleged.